Event description:
It was reported that the pt had lost 30lbs and started itching where the catheter tunnels around the pt. The catheter eroded through the skin and was exposed outside of the skin. It was noted that they were most likely going to do surgery. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.